Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, based on the residual longevity estimated (a maximum of 2 years and 2 months), the overall longevity will be shorter than expected. The subject pacemaker is programmed in safer-r mode, and the programmed atrial and ventricular pacing amplitudes are 2.0v. The atrium and right ventricle are paced 97% and 10% of the time, respectively. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.

Event description:
Reportedly, based on the residual longevity estimated (a maximum of 2 years and 2 months), the overall longevity will be shorter than expected. The subject pacemaker is programmed in safer-r mode, and the programmed atrial and ventricular pacing amplitudes are 2.0v. The atrium and right ventricle are paced 97% and 10% of the time, respectively. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.

Manufacturer narrative:
The complaint was re-opened following questions raised by the customer, and clarifications were provided. Please refer to the updated attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, based on the residual longevity estimated (a maximum of 2 years and 2 months), the overall longevity will be shorter than expected. The subject pacemaker is programmed in safer-r mode, and the programmed atrial and ventricular pacing amplitudes are 2.0v. The atrium and right ventricle are paced 97% and 10% of the time, respectively. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.